Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side firmness (confirmed by physician). Healthcare professional reported rupture and pain. The report of sleeping 14-18 hours a day for the past 4-5 months (was deemed not device related). The device has been explanted.